Event description:
(B)(6) male with remotely implanted pacemaker had routine generator change fall of 2012 while still on coumadin. He developed a hematoma and required evacuation of pocket (B)(6) 2012. Cultures of pocket were negative but pt was considered higher risk for infection. At that time, two pledgets approx 3/4 inch square were cut from a tyrx antibiotic coated pouch and placed anteriorly and posteriorly to pulse generator. In (B)(6) 2013 the pt presented for routine follow up. Inspection of incision line showed tiny bead like granulation appearance and felt rough to the touch. There were no signs of infection or inflammation. It appeared that the edge of one of the antibiotic pledgets may have migrated into the incision line. A decision was made to remove this and repair the incision line to avoid potential infection. The pocket was irrigated with antibiotic and iodine solutions and pacemaker left in-situ. Original cultures were negative but late growth of propriobacterium acne was found after 7-10 days. The pt remains well at this time thus far without evidence of infection erosion and will continue to be closely followed. Ref. MFR# 3005619263-2013-00002.